Event description:
As reported, during a stent exchange, when the open-end flexi-tip ureteral catheter was pulled back through the scope, pieces of the catheter "stripped off. There were no adverse effects to the patient reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation: description of event: as reported, during a stent exchange, when the open-end flexi-tip ureteral catheter was pulled back through the scope, pieces of the catheter "stripped off". There were no adverse effects to the patient reported. Additional information has been requested regarding the patient and the event. No further information has been provided. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One open-end flexi-tip ureteral catheter was returned with separated portions of the catheter. The scraping of the catheter starts at 4.5 cm from the proximal end of the catheter and continues through the length of the catheter. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information. Precautions do not withdraw catheter while deflected in cystoscope/endoscope. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established, its not possible to rule out procedural factors. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.